Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Patient reported a right side rupture and is "pleated". Device remains implanted.

Event description:
Patient reported right side ¿rupture and the device is pleated. Additionally, healthcare professional reported "anomaly at palpation." Device explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and opening extended on anterior. A visual and microscopic analysis was performed which identified: sharp broken on posterior, missing shell, creases fold and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification base on the device analysis the final assessment is: a sharp broken on posterior assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive creases are.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additionally, healthcare professional reported "anomaly at palpation." Device has been explanted.